Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. Additionally, the customer experienced low blood glucose (bg) of 45mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.